Event description:
It was reported that during an ipg replacement procedure (related manufacturer reference number:3006705815-2023-00885) it was noted that the lead tails had twirled and tangled. Lead was damaged. As such, the lead was explanted and replaced to address the issue. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.